Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited in the left ventricular (lv) lead a yellow alert due to an out of range (oor) impedance value of 2140 ohms. The patient had recently been seen in the clinic, and impedance was reported as normal at that time. Technical services reviewed latitude nxt data and confirmed the oor reading. No evidence of lead noise or malfunction was observed, and continued monitoring was advised. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited in the left ventricular (lv) lead a yellow alert due to an out-of-range (oor) impedance value of 2140 ohms. The patient had recently been seen in the clinic, and impedance was reported as normal at that time. Technical services reviewed latitude? Nxt data and confirmed the oor reading. No evidence of lead noise or malfunction was observed, and continued monitoring was advised. No adverse patient effects were reported.